Event description:
Loss of implant. Bone resorption. From x-ray provided it is visible that the crown sits not optimal on the abutment. In patient history since 2014 no entries. No more information provided by dentist.